Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2007, an accolade was implanted into the patient's left hip. It is further alleged that on or about (B)(6) 2013, the accolade implant was removed and replaced with another hip prosthesis. It is also alleged that on or about (B)(6) 2013, the surgeon removed the prosthesis for the revision surgery and replaced it with another prosthesis.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. An event regarding revision surgery involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2007, an accolade was implanted into the patient's left hip. It is further alleged that on or about (B)(6) 2013, the accolade implant was removed and replaced with another hip prosthesis. It is also alleged that on or about (B)(6) 2013, the surgeon removed the prosthesis for the revision surgery and replaced it with another prosthesis.